Event description:
During a transurethrol resection of the prostate procedure, the beak of the sheath broke off. Broken piece was identified, but was not retrieved. Patient will be scheduled for another followup procedure and have the broken piece removed.